Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2016 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2019 indicate the patient received a right total knee revision due to suspected tibial loosening. Upon entering the joint, scar tissue was debrided. The tibial component was loose at the cement to implant interface. The femoral and patella component were not revised, no indication of deficiencies. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2016. Dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code: 150610003, work order: (B)(4) was manufactured on 9th november 2015. 2 parts were scrapped for a090, (handling / impact damage scrap), and 1 part was scrapped for a251, (validation / development scrap) which do not correlate with the failure mode. 17 parts were manufactured per specification and all raw materials met specification. There are no nrs associated with this lot. Expiry date: 31st october 2025. IFU no. 090200829.